Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to case and usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector. Functional tests were not performed due to usb connector. An internal visual inspection was performed and passed. The receiver log was downloaded for review due to usb connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.